Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination of the inner cavity confirmed there is a scuff mark on a corner. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The likely condition of the product when it left zimmer biomet was conforming to all specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the inner sterile packaging was damaged. Attempts have been made, and no further information has been provided.